Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 150mg/dl at the time of the incident. It was reported that the plastic ring around the reservoir keeps chipping off. The customer reported that the plastic pieces chipped off the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Unit was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label. No broken reservoir tube lip noted.